Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - unit returned in a generic plastic bag with two cables. The device has a kink at 14mm from the tip while in the neutral position between ring 1 and 2. In addition the rings #1 and 2 have broken adhesive and fluids under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Both curves are placed in the template shaded area. The device passed the dimensional test. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. Electrical test was performed and the device was found within specifications. X ray image revealed that the center support is broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that the signal noise and a catheter bend occurred. During a ablation procedure in the right atrial isthmus noise was observed on 2-3 and 3-1 me electrodes. The procedure was continued in that state, but 2-3 of the ablation catheter was bent. The device was exchanged to a non-bsc irrigation catheter to complete the procedure. No patient complications were reported and the patient status is stable. However; returned device analysis revealed broken adhesive between the electrodes.